Event description:
It was reported that the customer received an incomplete alert as they had not completed a pump request. The customer then experienced an elevated blood glucose level. The customer's continuous glucose monitor read "high"; however a specific value was not provided. The bg did not require treatment. Tandem technical support educated the customer on the meaning of an incomplete alert. The customer acknowledged that the pump was functioning as intended.